Manufacturer narrative:
(B)(4)

Event description:
It was reported that the merlin at home transmitter burned out when the patient's house was struck by lightning. The patient returned the transmitter to the clinic.

Manufacturer narrative:
Analysis was normal. No anomalies were found.